Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer reported using fiasp insulin. Customer changed supplies to address occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 126 mg/dl.